Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips, " it doesn't start even when turned on. The equipment keeps restarting itself." There was no patient involvement.